Manufacturer narrative:
Voluntary medwatch report received: mw5167313.

Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited low out-of-range pacing impedance and high capture threshold. No changes or interventions were reported. There were no patient consequences.